Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02aug2019.

Event description:
The customer reported a ventilator in which the pressure was unstable. It was further reported that a filter not produced by the manufacturer was being utilized in the ventilator. When this 3rd party filter was removed, the pressure stabilized. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this event.

Manufacturer narrative:
MFR received date: 07aug2019. The manufacturer's field service engineer could neither confirm nor reproduce the reported problem. The manufacturer's field service engineer performed an investigation there was no confirmation of any applicable error within the event log, and no abnormality was confirmed on the ventilator. Each part was cleaned, and the unit passed specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.